Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced black feces. It was reported that the patient went to the emergency room, and was admitted to the hospital due to gi bleeding. The patient was administered IV fluid and unknown medication. The patient underwent a CT scan and a biopsy was performed. It was reported that the patient was diagnosed with an ulcer in the upper part of the duodenum which caused gi bleeding, and black stools. The patient was treated with an unknown gastric protector every 12 hours. On an unknown date, the patient was discharged from the hospital. It was reported that the patient's stool is of normal color, and there is no further gi bleeding.

Manufacturer narrative:
Reference record (B)(4). . The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in date of report is the international list number which is similar to us list number of 062910. Gastro intestinal ulcer is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.